Event description:
Post market surveillance review of literature found report of two summit screws that had breached bone. Article title: utility of evoked emg monitoring to improve bone screw placements in the cervical spine ((B)(6),r.n.) Publication date: jul 2013. N=2 screw breach. The following mfg. Medwatch reports are being filed for the two screws that breached bone: 1526439-2014-12243, 1526439-2014-12244.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned..